Manufacturer narrative:
The doctor tried to deploy orbit galaxy g2 through the echelon microcatheter, but the microcatheter and operator faced problem in coiling the acom aneurysm as the coil was not conforming well and the catheter was kicking out. The issue was not difficulty positioning the coil cause by the echelon mc not maintaining target site, nor the coil being too large for the aneurysm. The coil had poor conformability, and all guidelines followed during the event. The coil remained attached to the delivery system. There was no adverse event and the component will be returned for analysis. Name of surgery-acom aneurysm. The coil was returned undamaged with the correct secondary coiling. No manufacturing defects were found. The root cause of the microcatheters kickback and the coils positioning difficulty cannot be determined due to limited information with no photographic evidence being received and from the end user stating, ¿...the issue was not difficulty positioning the coil cause by the echelon mc not maintaining target site, nor the coil being too large for the aneurysm¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The issue of the coils poor ¿conformability¿ inside the aneurysm cannot be determined as the coil was found to be undamaged with the correct secondary coiling. In addition, without the return of the unspecified echelon microcatheter used in the procedure and without additional clarification on the field complaint, the exact root cause leading to the complaint event cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The doctor tried to deploy orbit galaxy g2 through the echelon microcatheter, but the microcatheter and operator faced problem in coiling the acom aneurysm as the coil was not conforming well and the catheter was kicking out. The issue was not difficulty positioning the coil cause by the echelon mc not maintaining target site, nor the coil being too large for the aneurysm. The coil had poor conformability, and all guidelines followed during the event. The coil remained attached to the delivery system. There was no adverse event and the component will be returned for analysis. Name of surgery-acom aneurysm. Date of surgery- (B)(6) 2015.

Manufacturer narrative:
The product was received for analysis.

Manufacturer narrative:
(B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.